Event description:
The case states that a dsd-201 was not programmed with the appropriate amount of rinses required for cidex opa. Potential chemical colitus.

Manufacturer narrative:
The case states that the customer replaced the cpu on their medivators dsd-201 and upon this installation they did not have the unit reprogrammed for the required 3 rinses for the opa chemistry they were using. The machine was only programmed for 2 rinse cycles instead of 3. This facility had been reprocessing endoscopes through the dsd-201 machine for 2 weeks with the wrong number of rinse cycles. There is potential for chemical colitus. Medivators has checked their machines programming and sensors with the opa chemistry they use. The machine is operating according to specifications and follows the opa IFU. To date, there have been no reported patient illness or injury. This complaint will be monitored within medivators complaint system.